Event description:
It was reported that a new replacement dc/dc & standard connector printed-circuit board (pcb) was defective. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The returned dc/dc & standard connectors printed circuit board (pcb) was an out-of-the-box failure that occurred during service. After it was replaced, the ventilator was returned to service after successful functional tests. A visual inspection of the returned pcb showed that components in the +12v panel fuse/control circuit were damaged. This circuit power feeds the user interface panel. Simulated use tests showed that the user interface panel on/off switch behaved strangely. This specific fault condition would however not affect ongoing ventilation. Electrical measurements showed that a transistor was broken. After it was replaced, the ventilator worked according to its specification. The panel on/off switch functioned well again, a pre-use check passed successfully and simulated use test ventilation ran for 18 hours without any deficiency noted. The conclusion in this matter is that a transistor on the returned dc/dc & standard connectors was shorted. The ventilator was however still maneuverable and could ventilate. The short circuit may have occurred when the control panel cable was connected, but this cannot be confirmed.

Event description:
(B)(4)